Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 28jan2019 stating pentax medical video duodenoscope, model ed-3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 17 colony forming units(cfu) as comprising of the following isolate: (B)(6) - negative rods - klebsiella pneumoniae. Study number: (B)(6). The loaner duodenoscope was received by pentax medical for evaluation on 07feb2019. The duodenoscope was reprocessed and resampled in (B)(4) on (B)(6) 2019 resulting in no bacterial growth on (B)(6) 2019. Study number: (B)(6) the duodenoscope was inspected by pentax medical service on 18mar2019 and the following inspection findings were documented: distal cap - fixed type passed epoxy seal integrity inspect; passed wet leak test; passed dry leak test; unit tested all function pass. The duodenoscope was delivered to the customer on 22mar2019.